Event description:
Baxter (B)(4) received a report that an intermate had no flow during infusion. The device was filled with a solution of 2000mg of ceftazidime in 50 ml of 0.9% saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause was due to a manufacturing defect that closed the needle in the distal end of the metal flow restrictor.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The sample received contained 60 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of flow at the distal luer when the tubing was unclamped. It was also noted that fluid was not visible inside the tubing. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.